Event description:
Additional information was received from a consumer regarding a patient receiving bupivacaine via an implanted pump. It was reported on or about (B)(6), 2017, the patient began to notice an increase in his pain levels and discomfort with their device after a change in medication from hydromorphone to hydromorphone with bupivacaine. On or about (B)(6), 2017, the patient received a refill in their device. The hcp noted in the procedure note that ¿a small amount of air in the form of extension tubing bubbles was observed to be removed.¿ the doctor aspirated liquid to remove the bubbles prior to re-clamping the extension tubing. On or about (B)(6), 2017, the patient contacted hospital stating their pump may be broken or stalled or shut off. The patient also stated that they were scared and in pain. When a registered nurse returned the patients call, the patient stated their back pain was so severe they couldn¿t stand it. The patient believed, at that time, that their catheter was smashed or not working and wanted the device tested for functionality. On or about (B)(6), 2017, the hcp ordered a catheter dye study due to severe pain and concern that the catheter may not be functioning correctly. As of (B)(6),, 2017, records indicate that the patient had resorted to taking oral medications, including methadone and oxycodone, to control the pain in their spine and legs. On or about this date, records also indicate that hcp planned to perform a catheter dye study in four weeks because the second catheter could not be deemed perfectly functional and may need to be replaced. On or about (B)(6), 2018, the patient received an MRI. This study was conducted due to increasing pain in the patient's left lower extremity as well as numbness, tingling and weakness which had worsened over the past year. The hcp noted that the patient exhibited chronic pain behaviors. The study was abnormal showing chronic left l5 radiculopathy. On or about (B)(6), 2018, the patient received an MRI at a separate facility with dye contrast which was then sent to osu. On or about (B)(6), 2018, nurse practitioner noted that she reviewed the report of the patient¿s MRI and believed there was a possible arachnoid cyst spanning the l1-3 space of his spine. This is the same location where the patient¿s catheter was noted to have been on (B)(6), 2016, the date of the previous MRI. The hcp noted that a catheter dye study had been ordered on (B)(6), 2018 and set for (B)(6), 2018. On or about (B)(6), 2018, the hco noted that she, and the patient¿s other doctors, suspected a granuloma had formed in the space along the l1-3 of the patient¿s spine. On or about (B)(6),, 2018, the patient was seen regarding the granuloma which formed around the area of the second catheter and for extreme lower back and lower extremity pain. At this time, the hcp noted that, in addition to the pa tient¿s intrathecal dose of opiate medication, the patient had also required the use of oral methadone and percocet through their pcp to help manage their pain. At this time, it is notated that the patient was seen to ¿continue with his pump taper¿ whereby doctors intended to slowly replace the hydromorphone and bupivacaine solution with saline over time and, after six months, re image the lumbar spine to check on the granuloma. At the present time the patient still had their synchromed ii device implanted and was still suffering from a granuloma in the area of their spine where the second catheter is located. As a result of the aforementioned defects and malfunctions, the patient's synchromed ii device failed to deliver the prescribed medication as programmed, resulting in underdosing and withdrawal from opiate medications as well as severe pain and failure to properly manage his pain.

Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# n217494007 serial# implanted: 2009-(B)(6)explanted: product type catheter h6: additional patient codes: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-feb-17. It was reported that the pump had saline since (B)(6) 2019 (note: this conflicts with the previous report that the pump had saline in (B)(6) 2019). The pump was turned off because of the granuloma and they removed all the medication within 6 months in 2019. The patient reportedly had the catheter break and the tip fractured within 6 months in 2019. The patient underwent both magnetic resonance imaging (MRI) and a cat scan. The healthcare provider (hcp) reportedly told the patient the pump would never be able to turn on again. The patient had not heard anything from anyone.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving saline via an implantable infusion pump. It was reported that a magnetic resonance imaging was performed and the patient had a granuloma. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was noted that the patient was not sure when the issue began. The healthcare provider (hcp) was aware of the event. It was reported that the issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.